Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2011. The incident sample has been requested but to date has not been received for eval. If the sample is received, or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that the needle was damaged during an ablation procedure when it was used with a metal needle guide with (B)(6)'s ultrasonic probe. There was no pt injury and the procedure was completed with another needle. The doctor is aware that the metal attachment damaged the coating of the needle. This is the same procedure as reported on 1717344-2011-00265.